Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead threshold had steadily increased overtime and was surgically abandoned. There was no further pertinent information obtained from the field representative. The rv lead is no longer in service. No additional adverse patient effects were reported.